Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had been scheduled for a lead replacement on december 22nd but was cancelled. No new surgery date at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: v(B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative(rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient was having her ins replaced. No known problem associated with the ins. During her pre surgery interview she mention one of her leads was ¿out¿. Stopped working 6 months ago. Patient did not know what had caused the lead being ¿out¿ 6 month earlier. Advised to stop using her ins. Patient stated, her stimulation had also been spotty. So, she stopped using it. She also would forget to charge her stimulator since she wasn't using it. ¿it died 2 months ago¿. Unable to check impedances. The rep asked if they would be replacing leads also. Patient stated, no. Just the battery. At the time or the surgery, the ins was replaced. Lead connection was all in red x¿s. The healthcare provider (hcp) removed leads and reseated leads 3 times. The results were the same. Impedances were greater than 40,000, even changing the reference electrode to one that was not labeled ¿avoid¿. Checked leads with a wireless external neurostimulator (wens), also to make sure it was not a malfunctioning ins. Leads were still having impedances greater than 40,000. The hcp replaced the ins and will refer patient to have leads replaced.